Event description:
It was reported that the patient presented in clinic for a scheduled procedure as the left-ventricular (lv) lead exhibited high pacing impedance. As a resolution the lv lead was replaced on (B)(6) 2025. Further information was requested but not received.

Event description:
New information received confirmed that the left-ventricular (lv) lead also failed to capture. As a resolution the lv lead was capped when it was replaced on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2025-12592 submitted on 12 feb 2025 should have been the following: it was reported that the patient presented in clinic for a scheduled procedure as the left-ventricular (lv) lead exhibited high pacing impedance and high capture threshold. As a resolution the lv lead was replaced on (B)(6) 2025. Further information was requested but not received.